Manufacturer narrative:
Device passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarms or excessive no delivery alarms noted. The motor was tested outside the device and passed. No cracks at the casing were noted per visual inspection. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error. The customer stated that insulin pump had random no delivery alarms and there was crack on casing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.